Manufacturer narrative:
The customer disabled the module until service arrived. A bci field service engineer was dispatched; however, upon arrival the bun module was operating without issue. Fse did not note any bun overflow.

Event description:
A customer contacted beckman coulter inc. (Bci) to report bun cup overflow on the synchron lx 20 pro clinical system. The customer noticed the overflow while performing maintenance on the instrument. The bun filled properly; however, cup will not drain. No injury was reported.